Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had inflammation in her entire body that resulted in muscle pain and joint pain. One day, she had a gush of blood that she discussed with her physician and she believed she had miscarriage (implied pregnancy with essure). She had a hysterectomy and was about 90% pain free. The events pregnancy with contraceptive device and miscarriage are listed while inflammation in entire body is unlisted in the reference safety information for essure. In this particular case, it is implied that inflammation occurred while on essure. Although the essure mechanism involves a localized inflammation, it would not be expected that it could cause an inflammation in the whole body. However, since there is no alternative explanation, the causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure use. This case is regarded as incident since a device removal was required (implied). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Medical conditions: consumer never experienced any of the reported adverse events prior to undergoing the essure procedure. Pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain/severe pain"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss") and rash ("excessive rashes"). Most recent follow-up information incorporated above includes: on 31-mar-2017: legal claim was received. The following adverse events were added: discomfort, heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic back pain, excessive hair loss, and excessive rashes. Birth date was added. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had inflammation in her entire body that resulted in muscle pain and joint pain. One day, she had a gush of blood that she discussed with her physician and she believed she had miscarriage (implied pregnancy with essure). She had a hysterectomy and was about 90% pain free. Essure coils were removed on (B)(6) 2015. In this particular case, it is implied that inflammation occurred while on essure. Although the essure mechanism involves a localized inflammation, it is not expected to cause an inflammation in the whole body. However, since there is no alternative explanation, the causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Although gestational age was not provided, spontaneous abortions occur mostly during the first (B)(6) of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered unrelated to essure use. This case is regarded as incident since a device removal was required. Upon receipt of follow information the case is now potential legal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported essure caused inflammation in her entire body, not just her tubes which resulted in muscle and joint pain as well as constant fatigue and complete loss of sex drive. She spent hundreds of dollars going to her pcp and a specialist because they thought she had an autoimmune disease. She stated that every test came back negative but none of the symptoms went away. Finally after talking with other women that had essure, she did a lot of research and came to the conclusion that essure was most likely responsible for her decline in health. Then, while at work, she stood up and felt a gush or blood from between her legs. Upon further investigation, it appeared as if she had a miscarriage, she was not able to confirm because this was late on a friday night and could not ask my doctor until monday, but by the detailed description, she believed that she had miscarried. She stated that luckily she was able to get them out before they migrated, but having essure inside her body was the most miserable year or her life; it affected her work as a police officer, it affected her life with her boyfriend, and it prevented her from having the energy to play with her son. On (B)(6) 2015, she had a hysterectomy and since then she regained her energy and was about 90% pain free; her sex drive has returned 100% and she felt great. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had inflammation in her entire body that resulted in muscle pain and joint pain. One day, she had a gush of blood that she discussed with her physician and she believed she had miscarriage (implied pregnancy with essure). She had a hysterectomy and was about 90% pain free. The events pregnancy with contraceptive device and miscarriage are listed while inflammation in entire body is unlisted in the reference safety information for essure. In this particular case, it is implied that inflammation occurred while on essure. Although the essure mechanism involves a localized inflammation, it would not be expected that it could cause an inflammation in the whole body. However, since there is no alternative explanation, the causal relationship with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the elapsed time between the essure insertion and the pregnancy is not known. There are no details regarding its insertion. Therefore, the causal relationship cannot be excluded. Although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the event is considered as unrelated to essure use. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.